Manufacturer narrative:
A ge oec service rep investigated the issue and found the single board computer needed to be replaced. The sbc was replaced and necessary upgrades performed. The system was tested and found to be operating as intended. The system was released to the customer for use. There was no pt info available from the facility with respect to this issue. No injury resulted or was reported.

Event description:
The ge oec 9800 fluoroscopy system displayed a "communication failure" error code on system boot-up. The system needed 2 additional power cycles to turn on correctly for use.